Event description:
Customer received a blood glucose reading on the contour next link that was 50-100mg/dl higher than on a different meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. A new meter was sent to the customer.